Event description:
It was reported that no solution was left inside a small volume folfusor when the device was returned to the hospital. Customer also stated that white crystals were observed outside of the device. The reported condition occurred during infusion. There is no report of patient/user injury or that medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date may 14, 2013 - may 15, 2013. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by manually refilling the unit with green color water. During and immediately after fill, no evidence of leak was observed. The next day, there was still no evidence of leak observed on the unit. The evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.